Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had crm module damage during routine check. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : h6 ( medical device ¿ problem code ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the crm module was broken and replacement is necessary. The customer was sent a quote to repair the broken crm but the customer decided to not repair the unit.